Manufacturer narrative:
An investigation was conducted based on the return of the failed parts, no trouble was found and passed system testing. The system has returned to service.

Event description:
The customer reported the system shut down during a mitraclip procedure in the cath lab case using the epiq cvx ultrasound system. The procedure was completed by using another ultrasound system. No patient or user was harmed as a result of the issue. The field service engineer replaced the acquisition module and acb board to resolve the failure. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.